Event description:
It was reported to the manufacturer by the end user, per the end user, that employee was fixing a motor on a bed in room 34. He was lying on his back underneath the bed when a piece fell and struck him on his left eye. Complaint (B)(4) was entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.